Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and explained that the current settings for arrhythmia alarms are: yellow pause alarm: over 2.5 seconds, red asystole alarm: 4 seconds. Since the patient's pause was 3 seconds, the yellow alarm was triggered, which aligns with the set thresholds. The rse clarified the alarm settings and functions with the customer and emailed the star arrhythmia algorithm application for review before modifying the settings. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the monitor generated a yellow pause alarm instead of a red pause alarm. The device was in use on patient at time of event, there was no adverse event reported.